Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 300-600 mg/dl with trace ketones. Manual insulin injections were used to address bg. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. The customer continued to use the pump for insulin therapy.